Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) was beeping at a high out of range shock impedance measurement of greater than 125 ohms was observed on the right ventricular channel. The system was reprogrammed and the crt-d remains implanted and in service. No adverse patient effects were reported.